Event description:
A home patient (hp) reported to baxter that five (5 ) cassettes for her homechoice (hc) machine for peritoneal dialysis (pd) therapy were crushed and unable to be used. There was no patient injury or medical intervention reported. No further information is available at this time. This report addresses product sample 1 of 5.

Manufacturer narrative:
(B)(4). During a follow up phone call, the caregiver (cg) informed product surveillance that there were no further issues with product. The cg confirmed sample product was not available and lot information was unknown. An engineering quality review was completed for this report of a damaged/crushed cassette. The report was not confirmed due to lack of sample. Root cause was undetermined due to lack of sample. A batch review was not performed since lot information was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.